Event description:
Customer opened a new gum soft bristle adult toothbrush and all of a sudden had a bunch of white bristles stuck in their gums, behind their lips, under their tongue, just all over the place. They rinsed the brush and tugged on the bristles and saw that they just pulled out.